Event description:
A customer reported that the infusion line dislodged from the cannula in which it is inserted during a vitrectomy procedure. The infusion line was reinserted and the case was able to be completed without harm to the patient.

Manufacturer narrative:
A sample has been received and evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental dmr will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).